Manufacturer narrative:
(B)(4). Though requested, the s8-3t has not been received for further evaluation. Additional information will be provided once the device is returned and evaluation is completed.

Event description:
The customer reported that the s8-3t transducer was exhibiting poor image quality. The procedure was completed with another transducer. The issue did not affect pt outcome. No pt or user has been harmed as a result of this event.